Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was not confirmed. The device evaluation found an insufficient angle, scratches on the rubber of the bending section cover and switch button two and a chip on the bending section cover adhesive. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
An olympus representative reported to olympus on behalf of the customer, during an unknown therapeutic procedure (just before the start of the operation), a communication error "no image" occurred on the endoeye flex deflectable videoscope when connected to the otv device. The procedure was completed using a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to contamination of the electrical contact part of the system. The inspection method for the event is described as follows in the instructions for use "chapter 3 preparation and inspection 3.8 checking the function in combination with related equipment". [Inspection of endoscopic images] check if normal light observation images and nbi observation images are displayed normally. Wipe the endoscope tip lens with sterile gauze moistened with saline or sterile water before inspection. Observe the palm, etc. With normal light observation images and nbi observation images. Make sure the light is coming out. Adjust the amount of light to get the proper brightness. Check that there are no abnormalities such as noise, blur, or cloudiness in the normal light observation image and the nbi observation image. Operate the angle lever of the endoscope to bend the curved part. Check that normal light observation images and nbi observation images do not disappear for a moment or other abnormalities. Olympus will continue to monitor field performance for this device.